Event description:
I started using smile direct club's aligners on (B)(6) 2019. They continuously have to re-scan my teeth and send more aligners. These aligners literally do not work - they have not moved my teeth at all. These are medical devices and I haven't seen or spoken to a dentist or orthodontist over there at all. The only people who will talk to me are sales. This company needs to be shutdown. They are selling a medical device without the patient seeing a real medical professional and its causing harm in multiple ways. How in the world are they allowed to continue this?. FDA safety report ID # (B)(4).